Event description:
The customer contact reported the device touchscreen was not working and would not calibrate. The device was returned to the biomedical department with a report that during start up, the device touchscreen was not working. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not pass the touchscreen test. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.